Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot be conclusively determined with the available information. However it appears that this event was likely due to patient related factors. There has been no indication or allegation of a device malfunction and/or deficiency. The device was implanted for over 10 years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted 10 years and eight (8) months, was explanted due to endocarditis and stenosis. Per medical records, the prosthetic aortic valve was found to be calcified, with two of the leaflets fused, a large amount of subvalvular pannus, and several vegetations. The valve was excised. A new edwards aortic valve was seated and sutured into place with cor-knot device. The left and right coronary ostia were unobstructed. Echocardiogram showed a normal functioning aortic valve prosthesis, no perivalvular leak, and good mitral valve function. The patient was weaned from cpb. The patient was transferred to cvicu in stable condition. It was noted he tolerated the procedure well. He was discharged on pod #7.